Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a male patient who was receiving an unknown drug via an implantable pump for non-malignant pain. On an unknown date, the patient experienced an infection at the site. The device was removed as a result. Additional information has been requested regarding the drug information, the patient's medical history and concomitant medications, diagnostics, the cause of the event and the actions/interventions taken to resolve the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.